Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functioning properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. .

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl range. The customer changed the infusion set yesterday, because of the high blood glucose level and found upon removal the cannulas were bent. The customer¿s current blood glucose level is 428 mg/dl and treated with a manual injection. During troubleshooting the insulin pump did not pass the high pressure test and the customer experienced a low sensor glucose reading of 91, but the low sensor glucose alarm is set for 70. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.